Manufacturer narrative:
Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, the investigation will be reopened.

Event description:
Revised ceramic acetabular cup and head. Upon removal of cup surgeon found that the ceramic had broken away from the metal backing.

Event description:
Revised ceramic acetabular cup and head. Upon removal of cup, surgeon found that the ceramic had broken away from the metal backing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.